Manufacturer narrative:
A device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. During the investigation, the meter switched on as expected. The customer service mode was run and no anomalies were found. Three control tests were run using the returned meter with the in-house contour next control solution and in-house contour next test strips, which gave a satisfactory performance. The returned meter was also tested with the in-house contour next test strips and in-house breeze2 control solution to simulate as blood, which gave a satisfactory performance. The simulated blood glucose readings obtained during in-house testing were properly stored in the meter's memory. The meter data was uploaded to the glucofacts deluxe which showed that the customer was not using the meter regularly.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age, gender and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that their blood glucose readings were not being stored in the memory of the contour next link 2.4 meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.